Manufacturer narrative:
Event date: approximated based on the appointment date.

Event description:
It was reported that the patient was unable to charge ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.